Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device and got the same error. Event logs showed that the main board would have to be replaced since the transducer is faulty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable). The customer confirmed that there is no patient involvement associated with this reported event.